Event description:
The customer reported that the celldyn 3500 sl analyzer generated a platelet result of 115,000/ul which was reported. The sample was repeated on the celldyn 4000 analyzer as it was suspected that the result was high. The repeat result was 15,000/ul. A corrected report was generated. No impact to patient management was reported.

Manufacturer narrative:
A field representative (fsr) was sent to the account and determined the issue of elevated results was due to salt buildup creating electrical noise which impacted the platelet count. The fsr removed the vaccum accumulator, rinsed it with water and rechecked it. No conductivity was found and the noise issue was resolved. A multipoint inspection was performed and found the instrument to be in operating order. A review of the celldyn system 3500 operator's manual (92722-05, rev d, pages 1-56/57) was performed and indicates that electrical interference is given as a cause of inaccurate results for rbc/mcv/plt. In addition the complaint analysis and trending system was reviewed and no adverse trends were identified. This is the final report.